Manufacturer narrative:
This report is being submitted to provide additional information based on the approved final investigation and correction. The device was returned to olympus for inspection and the reported failure was confirmed.the product analysis confirmed that the handpiece was working on and off. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lithotripsy device was turning on and off and had a check probe error message. The issue occurred during a percutaneous nephrolithotomy. The probe was changed during the procedure and was completed with no delay. There were no reports of patient harm.

Event description:
It was reported the lithotripsy device was turning on and off and had a check probe error message. The issue occurred during a percutaneous nephrolithotomy. The probe was changed during the procedure and was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.